Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 589 mg/dl at the time of the event and patient got treated with intravenous (IV) and some medicine and two injections of insulin. Patient also experienced the symptoms of confusion, extremity pain/cramps, increased thirst and feeling like bugs coming out on my skin at the time of the event. The duration of hospitalization was less than 24 hours no further information available.